Event description:
On (B)(6)2025, the user reported the connector would not twist to lock despite proper alignment. The issue persisted until a new connector was used, which worked as expected. Blood glucose was unaffected, and replacements were arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.